Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. Additionally, it was reported that resistance was experienced during the fill process. Customer continued using the existing needle and syringe and successfully filled the cartridge. Customer¿s blood glucose was 157 mg/dl.